Event description:
The following information was provided by the initial reporter: short description: catheter wing only partially retracts. The canula on the 18g catheter only partially retracted, resulting in a high risk of bse (blood exposure accident) for the nurse and bleeding by the patient. According to the nurse, this has already happened with 18gr catheters (batch number unknown).

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381044 and lot number 5037132. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.